Event description:
Note: this report pertains to one of two devices used for the same patient. Refer to manufacturer report #2124215-2025-21546 for the associated device information. It was reported to boston scientific corporation that a percutaneous nephrostomy set was used to treat a left nephrolithiasis during a left percutaneous nephrostolithotomy (pcnl) of stone greater than 2 cm procedure performed sometime in (B)(6) 2022. Two naviguide devices were used after they found another stone after performing a renal endoscopy. Five days after the procedure, the patient developed a renal hematoma caused by a malpositioned stent removal. Per physician's assessment, the event was serious, was possibly related to the device, and probably related to the procedure.

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of august 6, 2022, was chosen as the best estimate based on the procedure which happened sometime in august 2022 and the day of adverse event reported at five days (pod5) post-procedure. Blocks d4, h4: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf patient code e0505 captures the reportable event of hematoma. Imdrf impact code f12 captures the reportable event of serious injury.